Manufacturer narrative:
Correction information :d8:yes. G6: follow up #1. H6: coding changed based on the investigation result. The scope was repaired by the third party and returned to the hospital. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During use, the scope was no angle suddenly. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.